Manufacturer narrative:
(B)(4). Date of initial report: 08/21/2014. Date of follow-up report: 11/12/2014. Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the samples is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that following the ablation procedure it was noted that the patient received a burn at the needle insertion site. The degree of burn was not determined, but the area was 1 cm x 1.5 cm. Ointment was applied and the patient's condition is fine.